Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause since the event was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite video system center noise appeared in the image but the image was visible. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found series 260 scope was not recognized and the noise occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.